Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an eccentric de novo lesion in the mid right coronary artery with mild tortuosity, moderate calcification and 90% stenosis. A 3.00 x 15 mm trek rx balloon dilatation catheter (bdc) was advanced with no resistance for pre-dilatation; however, on inflation, the balloon slipped and was unable to dilate the lesion. The bdc was simply removed and a new 3.0 x 15 mm non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.